Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, customer continued to use existing cartridge and resumed insulin therapy. No additional patient or event information was provided.